Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. Atthe event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.